Event description:
It was reported that the pump was not covering the patient's pain well. Per reports, the patient had not slept well since an injection last year. The patient can't sleep well and wakes up in pain. The patient also reported that he has a movement disorder since the first pump was put in. The patient has experienced full body spasms while sleeping. The patient can "lose control" of his lower and upper body and reports had never had these problems before the pump. It was reported pelvic floor spasticity; his left leg just moves and triggers without him thinking he is doing anything. The patient reports feeling "storming" in his head and had fallen. It was also noted that the patient has been ill with crps for a long time as well. The pump delivered hydromorphone and bupivicaine. Additional information has been requested; a follow-up report will be sent if information becomes available.

Event description:
Additional information: it was clarified that the patient had a bad reaction to an epidural received on (B)(6), 2011. It was reported that the patient was walking through his kitchen and all of a sudden felt ¿like this storm¿ in his head. He didn¿t go unconscious, but he had fallen over backwards to the left and hit the ground with no bodily control at all. Sometimes the patient experienced full body spasms and shakes.

Event description:
Additional information received reported that the patient still had concerns regarding the device or therapy, but was working with the healthcare provider or manufacturing representative regarding the event concerns. Patient had an appointment on (B)(6)-2012.

Manufacturer narrative:
Catheter model # 8731, lot #n063581001, implanted: (B)(6) 2006, explanted: unknown. Model # 8590-1, dacron pouch lot # n063649, implanted: (B)(6) 2006, explanted: unknown.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was explanted. It was prophylactic removal of pump to avoid in-vivo battery depletion. There was no patient injury; no event. The patient recovered without sequela.

Manufacturer narrative:
Catheter explant date (B)(6) 2012.

Event description:
During the pump replacement procedure, the catheter was replaced and relocated; the patient was not given an explanation. The patient stated "I woke up in the middle of the surgery and heard oh f, f, f, more fentanyl right now and then I passed out. I woke up screaming".

Event description:
Additional information: the patient never had therapeutic effect. He had been in pain since the pump was implanted in 2006. The pain was located ¿in all 4 limbs, back, neck, face, and personal area¿. He had ¿a lot of shooting pains in his arms, legs, buttocks, lower back, constant source of trouble¿. His ¿sciatic nerves are all in trouble¿.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated to 'adverse event and product problem.' If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The catheter was originally implanted at l2 and at night the patient's leg would twitch. The patient would walk for hours to get the twitching to stop. When the catheter was moved to t7 during the pump replacement in 2012, the issue was corrected. Additionally, it was stated the patient had a "bad reaction" and his legs "flew apart" on their own with no control. The patient was put on clomiphene and the issues stopped. It was noted the patient did not do well with general anesthesia. It was also reported that the patient had increased pain and a bad hip. A drug delivery increase helped the pain, but it did not go away. It was mentioned that l5s1 was blown, the patient had cervical bulging discs in his neck, severe stenosis, and the patient needed a fell hip replacement. Additionally, it was noted that the movement disorder that caused him to cramp was previous to the pump implant.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8731, serial (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on (B)(4) 2017 stating that they were asked what their weight was between 2006-2012, and ¿there was no way in heaven he could tell us an honest answer as it fluctuated wildly.¿ the patient gained a bunch of weight, and then shed it a couple months later. The patient stated that the healthcare professional (hcp) was ¿slamming him down so hard on dilaudid,¿ and once that process began the patient was having trouble maintaining (B)(6). The patient stated that he was (B)(6). The patient stated that we could send a release of information form to the patient perhaps they could get us the information we need. The patient stated that department of labor and industries was responsible for all the things the "malpracticing idiots" who did what they did to the pump, bad epidural, and the patient's very long story. The patient¿s address was also reported.

Manufacturer narrative:
(B)(4). Final analysis of the pump found no pump anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that the patient¿s granuloma was ever confirmed. The contributing factors that may have led to the granuloma was possible polypharmacy. There were no actions or interventions taken regarding the reported granuloma. Per the healthcare provider, there was no such plan in sight to explant the catheter as the patient was currently showing no signs of granuloma. No further complications were reported or anticipated.

Manufacturer narrative:
Corrected information: additional information was received from the healthcare provider who reported that the patient¿s granuloma was not never confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant component includes: product ID: 8731, lot/serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012, product type: catheter; ubd: (B)(4) 2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. The patient reported they had a new pump put in 2012 to replace their defective pump. The patient reported they would experience back spasms and would walk to make them stop. The patient reported they had a movement disorder and experienced trembling and shaking. The patient reported their catheter was placed at l2. The patient had damage to their back due to a fall. The patient¿s l1 and s1 were bone to bone, with bulging discs, and spondylosis. The patient¿s leg would want to jerk and move. The patient would get up at 3 or 4 in the morning and try to walk back and forth to walk it off. The patient¿s doctor provided them with 30 mg of valium, which seemed to help a little bit. However, every couple of days the patient would wake up and have to walk. The patient reported the first pump they had implanted was painful and it kept him in bed for about a month. The patient also reported they woke up in the middle of the procedure when the pump was replaced, ¿basically speaking another language.¿ the patient reported they ¿knocked¿ him out. The patient reported they had a high threshold for anesthetics. The patient also reported they had experienced a lump right above their belt line. The patient stated they had noticed it immediately, and reported their doctor led him to be at a sky-high dose of ¿pretty close to 50 mg.¿ no further complications were reported or anticipated.